Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with syringe crack and leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, a crack was observed along the syringe barrel from the 10ml to the 60ml scale markings. A device history record review did not reveal any issues during the production of lot number 1805246 that could have contributed to the observed/reported defect. Ten retained samples were obtained for evaluation. Upon visual inspection of the ten retained samples, no damages could be found. The damaged syringe was a result of a hit or obstruction during the transport or the manufacturing process. Investigation conclusion: the root cause of the non-conformance is related with a hit or any obstruction in manufacturing equipment that cause damage on barrel.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with syringe crack and leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with syringe crack and leakage. There was no report of injury or further medical intervention.